Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned scope shows what the shaft is bent and is broken at the weld join. The returned scope will be sent to scholly fiberoptics for further assessment.